Event description:
Vns patient does not feel stimulation when attempting to initiate magnet mode stimulation. It was also reported that the patient's neurologist has had trouble communicating with the patient's device and that they had to use another physician's computer at one office visit. Device diagnostic testing during implant surgery was within normal limits. The patient has not yet experienced an improvement in their seizure control with the vns therapy. Investigation to date had been unable to determine whether the vns therapy system is functioning properly or whether the patient can feel normal mode stimulation.